Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported check vent alarm code 1127 at start up. No patient involvement reported.

Manufacturer narrative:
The field service engineer confirmed the reported problem and replaced the power management pcb to resolve this issue.